Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event needle snapped off (pt: foreign body in skin or subcutaneous tissue), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of prolaryn gel, lot number: a00082190, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with prolaryn gel. Batch number was reported as a00082190 (expiry date: 11/2024). The batch record review was received and the lot number for prolaryn gel was confirmed as a00082190 (expiry date: 11/2024). A lot search in the global safety database was conducted. A percutaneous needle was used. During the prolaryn gel injection, the entire needle snapped off (needle issue). It required that an incision be made to visualize the needle for retrieval, requiring the patient to receive sutures. The outcome of the event was unknown. Follow-up information was received on 29-mar-2024: the patients initials, gender (male), date of birth (1941) and weight (104.3 kg) were provided. He was 82 years old, at the time of the event. The patient was injected with prolaryn gel, for vocal cord medialization, on (B)(6) 2024. The patient previously had vocal cord medialization. It was to be a repeat procedure for him. The patient was diagnosed with glottic insufficiency, presbylarynges, muscle tension dysphonia, cough in adult and laryngopharyngeal reflux (reported as lpr). Concomitant medications were reported as none. On (B)(6) 2024, during the prolaryn gel injection, the needle broke (needle issue). As reported, the injection had to be aborted and prolaryn gel was not injected. The provider was able to remove the broken needle in the office under local anesthetic. The provider had to incise the skin with an 11 blade. Blunt dissection was carried down to identify the needle. The needle was then grasped with a hemostat then removed. The site was then irrigated with sterile saline and hemostasis was ensured with bipolar cautery. The patient was placed on cephalexin 500 mg (twice daily for 7 days) empirically and mupirocin ointment to incision (twice daily for 14 days). The provider was concerned about losing the patients airway in the office and worked quickly to make sure this did not happen, and educated the staff on what to do in the event things did not go the way they intended. The patient was healing well, but it was discussed that any further prolaryn injections on him, due to his anatomy and psychological impact, were planned under anesthesia in the or. Due to the provided information, the outcome of the event was considered as resolving (changed from unknown). In the opinion of the reporter, the event was not permanent, treatment was necessary to prevent permanent damage and not related to prolaryn gel, but the route of administration (needle/syringe).

Manufacturer narrative:
Correction performed: correction was made to section b.1. Product problem was added as the report type in addition to adverse event. B.1. Previously indicated only adverse event. Narrative was corrected with information provided relative to investigation of the needle. This case remains assessed as reportable to the FDA, as the event needle snapped off (foreign body in skin or subcutaneous tissue), was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Correction performed on (B)(6) 2024. Section b.1. Product problem was ticked in addition to adverse event. (Previously entered as adverse event). Provider confirmed a percutaneous needle was in use for the injection. There were no issues connecting the needle to the syringe, the needle was not bent prior to use, and there was no observed defect or damage to the packaging.